Manufacturer narrative:
Visual inspection of this lot showed the barbs on the connector to be in the wrong orientation. Preliminary investigation suggests that the root cause is related to an insert placed in the reverse orientation during the manufacturing process. Medtronic was unable to obtain patient information. (B)(4).

Event description:
Medtronic received information that during the procedure, the customer was unable to connect the tubing to the cannula; the customer used another non-medtronic cannula model. There were no adverse patient effects as a result of the event.

Manufacturer narrative:
Medtronic's investigation confirmed that the root cause was confirmed to be a reversed insert in the injection molding process of the cannula connector at the injection molding supplier. Corrective actions were taken to prevent future recurrence of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.